Manufacturer narrative:
Investigation results: visual examination of the returned unit with its original pouch revealed a scratch of 16cm and a hole on the clear part of the pouch. Based on the condition of the returned pouch it is likely that the pouch was scratched and punctured with some tool while it was being removed from the box. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a ureteral dilatation set was unpacked at the facility's inventory on an unknown date. According to the complainant, during unpacking, a hole was noted on the device packaging, which compromised the device's sterile barrier. There were no other issues reported against the device. There was no patient involvement and this device was not used in a procedure.

Event description:
It was reported to boston scientific corporation that a ureteral dilatation set was noted to have a hole on the package when it was unpacked during inventory on unknown date. According to the complainant, upon unpacking in the inventory they noticed that packaging had a hole on it. There was no patient involvement and the defect was noticed prior to a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.